Event description:
It is reported that the patient underwent surgery to drain a hematoma and repair a retinacular tear.

Manufacturer narrative:
This report will be amended when our investigation is complete.